Manufacturer narrative:
On 02/29/2016 11:40 am (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Lot history: product is no longer sold. Not applicable. Vi-cpl-2015-00012; (B)(6).

Event description:
Patient state as a result of the implant she suffered pain and disability. Patient also implanted with ethicon tvt. Two implant dates provided on the complaint but does not specify which goes to which product - (B)(6) 2003 and (B)(6) 2010.